Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient started treatment with amikacin (250 mg, once daily , intraperitoneally (ip), duration not reported), fortum (1gm, daily, ip, duration not reported) and injections of heparin, (reported as "if needed", dose not reported).the cause of the peritonitis was a breach in aseptic technique. It was reported the patient was not hospitalized for the event. At the time of this report, the patient was recovered from this peritonitis event. No additional information is available.